Event description:
The facility reports while preparing to shower a resident, it was noticed the sling clip was missing an insert. The sling was taken out of use immediately. No injuries were reported.